Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
It was reported that the error message "beltslip" was displayed when the pump speed reached 200. No patient involvement was stated. (B)(4).

Event description:
Complaint #: (B)(4).

Manufacturer narrative:
The reported failure was "belt slip". The field service technician (fst) was sent for further investigation. According to the comunication with the ssu china on 2020-03-02 following works has been done: the fst cleaned the tacho strobe and the surface of the sensor on the roller pump module optical tacho board. No parts were replaced. The unit is back in use. As stated by the ssu via communication field on 2020-03-02 the cause of this problem could be blood or liquid spilled on the satellite the reported failure "belt slip" could be confirmed. It is unknown when the event occurred, was the device being used for treatment or diagnosis of the patient the hl20 which was used was responsible for this complaint/event. The occurence rate is below the acceptance rate, thus no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.